Event description:
It was reported that the scale was not working properly. No adverse consequences were alleged.

Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional meter, within 10 minutes: 568 mg/dl (compact plus) and 207 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.